Event description:
In 2000, I had prolene mesh affixed to repair an incisional hernia, then in 2001, the mesh perforated my bowel causing me a fistula, serositis, and a resection of the bowel which caused my whole body to be infected. The prolene mesh ring broke perforating my intestine. The FDA has failed to recall this manufacture failure of the prolene mesh which has caused others like myself much pain and in some cases death. What is the FDA waiting for, or are you all so short handed that a few dead americans don't even matter anymore. Please, don't be so callous as to turn your backs on suffering americans. Remember, one day you might need surgery and a failed product might not be on your "recall list", then you'll realize that the government that we rely on will fail you also. Date of use: 2000 -- 2001. Diagnosis or reason for use: to repair incarcerated incisional hernia.